Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Due to the reported event this device is not considered to have been implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to remove a competitor's hardware and to revise with synthes hardware, two 20mm cancellous screws broke while affixing the newly implanted synthes 10-hole plate. The patient was initially implanted with the n competitor's hardware on an unknown date and underwent the revision surgery due to post-operative breakage of the non-synthes plate and nonunion. As the surgeon was implanting the synthes 20mm cancellous screw through a hole in the 10-hole plate, the screw broke off in the patient's bone (below the plate level). The surgeon opted to leave the screw shaft in at the patient's bone and continued with the surgery as planned. While inserting a second 20mm cancellous screw through the same 10-hole plate, the second screw also broke. The second screw broke off in the bone (below plate level). The reporter stated that both screw shafts could not be retrieved but a 12-14 mm fragment for both screws was retrieved with the rest of the screws being embedded in the bone. It was further reported that per the surgical plan, the surgeon implanted two 10-hole plates to support the patient's daily activities as the patient is a very active person. The two plates were secured with 18 screws (two holes were not filled on one plate). The reporter confirmed that the patient was stable at the end of surgery. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Clarification to previously reported note: the devices broke during a surgical procedure on march 16, 2016. (B)(4). Product investigation summary: two screws (parts 406.020 & 406.030 / lots unknown) were received at customer quality (cq) for evaluation with a complaint category of ¿broken: intraoperatively.¿ this complaint is confirmed as the returned screws were received in broken conditions; only the screw heads, with a portion of the proximal thread, were returned. A visual inspection and drawing review were performed as part of this investigation. No device history record (DHR) reviews could be performed as no lot numbers were provided. The returned screws exist in several depuy synthes technique guides including the 4.0mm cancellous screws system. The entire family of cancellous screw 4.0 mm, hex-drive, fully threaded, pure titanium, sterile, length 10 - 95mm will be used for consideration during this evaluation. The tabulated product drawing was reviewed during this evaluation with no product design issues or discrepancies observed. A definitive root cause cannot be determined. It is not likely that the design of the instrument contributed to this complaint. No new, unique, or different patient harms were identified as a result of this evaluation. The design is adequate for its intended use when used and maintained as recommended; it did not contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: one (1) small fragment locking compression plate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.